Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. When the customer pressed the esc and act buttons to clear the alarm, it did not work. Customer's blood glucose level was not reported. The customer discontinued the use of the device and reverted to insulin shots. The device was not returned.